Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was because cubie pocket was out of range. A technical support specialist followed knowledge article 000014576 to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system slnpacub_main drawer 6-pkt c-252 malfunctioned and failed to release. The customer reported that they were unable to utilize the entire drawer, causing a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.